Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation out of its pouch, unused, and with its spike tip protector in place. The tip protector was removed, and visual inspection identified dirt or grease on the surface of the spike tip. The cause was determined to be a manufacturing issue. In order to further investigate this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported that when the spike tip protector of a clearlink secondary medication set was removed, there was dirt present on the spike. This observation was made prior to patient use. No additional information is available.